Event description:
A physician was attempting to advance either a guidewire or a coil through a tracker excel-14 2-tip microcatheter, but the device would jam at the transition from the hub to the body of the microcatheter. It was reported that the teflon lining appeared to be shearing off from the microcatheter at the transition zone.